Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing.   Evaluation experienced a system error 322 during testing. A device history review revealed no issues that could have caused or contributed to this service finding. The cause was identified to be a failed lower link switch. The lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it experienced a system error 322(link switch error(low)). No additional information is available.